Event description:
It was reported that the patient experienced inappropriate high voltage therapy due to incorrect diagnosis when atrial fibrillation (af) fell into the therapy zone of ventricular tachycardia (vt). The af self-terminated and no intervention was performed. The patient was stable and will continue to be monitored.